Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2015, where the patient's ipg was replaced (reference MFR report: 1627487-2015-10131). Post operative programming showed high and invalid impedances on all contacts. The lead was not removed or replaced at that time due to anesthesia risk factors that precluded opening a mid-back incision. The patient is working with his physician and neurosurgeon to determine the next course of action. Surgical intervention may be pending to address the lead issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient is not receiving effective stimulation after being in a motor vehicle accident. An sjm representative met with the patient and lead diagnostics showed multiple invalid contacts. X-rays were taken and showed the lead was partially pulled out of the dura. Reprogramming was unable to resolve the issue. Surgical intervention is pending to address the issue.